Event description:
Pt had left shoulder surgery uneventfully but developed a post-operative liver inflammation. We are concerned about the post-op pain pump as the possible causative factor. Pt also rec'd IV.